Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving shocks. Upon interrogation noise on the right ventricular (rv) lead leading to inappropriate shocks was noted. The rv lead was programmed off to prevent further shocks. The rv lead was subsequently capped on (B)(6) 2019 and replaced. The patient was stable before during and after the procedure.